Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data. A leak test was performed and no leaks were found. Fluid was able to freely flow through the fluid path.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 485 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied. The patient's blood glucose and insulin history are as follows: time, bg(mg/dl), bolus(u). 12:00am >400 1.1, 12:44am 485 12, 3:01am (pod deactivated), 3:06am (new pod activated), 7:32am 391 9.2, 12:00pm 15 (manual injection), 1:29pm 381.